Event description:
It was reported that the speaker was defective. Additional information was received on (B)(6) 2014. The unit was not being used on a patient at the time. The fault was picked up routinely by the itu technicians who had noticed no audible sound coming from the unit. No other information was provided.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.